Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. The technician confirmed no particles in the air path during the device evaluation. There have some technical findings cutting off. There were some secondary findings. No other contamination was observed in the device. Device was also scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.